Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the moderately tortuous vessel in the forearm. A 6.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured. When the device was pulled out from the sheath to the outside of the patient's body, severe resistance was met and cut down technique was performed. The device was collected by cutting out the balloon that was still in the vein and the procedure was ended. No patient complications were reported. It was further reported that the physician confirmed the whole device was completely removed by surgery and nothing was left in the patient's body. The patient is doing well. The device was returned for analysis. A visual and microscopic examination was performed on the returned device. The device was received in two seperate sections. One section consisted of hub/manifold, shaft, proximal balloon bond and some balloon material. The second section consisted of shaft, tip, distal markerband and balloon material. The balloon was unfolded which indicates it had been subjected to positive pressure. The balloon material was noted to be in two sperate sections. A visual and microscopic examination identified a complete circumferential tear in the balloon material approximately 16mm distal to the proximal balloon bond. The balloon material was also noted to be torn longitudinally, the tear started at the located of the circumferential tear and extended distally across the balloon material for approximately 59mm in length. From the examination no issues were noted with the balloon material that could have contributed to the complaint incident. A visual and tactile examination identified multiple kinks and stretching damage on the shaft of the device. A complete break was noted in the shaft of the device approximately 46mm distal to the proximal balloon bond, this break is consistent with the event description which states the shaft was cut during removal. No issues were noted with the shaft of the device that could have contributed to the complaint incident. A visual and microscopic examination identified that only the distal markerband was present and fully attached to the shaft. No damage or any issues were noted with the distal markerband that could have contributed to the complaint incident. The proximal markerband was detached from the shaft and as not returned for analysis. A visual and microscopic examination of the tip identified no damage or any issues. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the moderately tortuous vessel in the forearm. A 6.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured. When the device was pulled out from the sheath to the outside of the patient's body, severe resistance was met and cut down technique was performed. The device was collected by cutting out the balloon that was still in the vein and the procedure was ended. No patient complications were reported.